Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
Caller reportedly received the following results on an inform meter using comfort curve strips, compared to lab results, within 10 minutes: cr hi (meter) 2) 150s-range mg/dl (lab) no actions taken based on device results. No adverse event reported. Attempt was made to contact the facility to determine the set point of critical hi, but unable to obtain the information. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.